Event description:
It was reported that the pneumatic roto osteome drill ran too fast during testing prior to a procedure. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon evaluation, corrosion was discovered in the driveshaft, housing, and cartridge assembly.